Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) has hernia repair surgery. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient had transitioned to hemodialysis to recover from the hernia repair surgery. On an unknown date the patient had recovered and continued pd therapy. The pdrn was unable to provide further information.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. Based on the limited available information, it is not possible to determine the cause of the patient¿s hernia. Hernia is considered a complication of peritoneal dialysis and the pathophysiology is based on the concept of increased abdominal pressure (mechanical effect) affecting a weak abdominal wall (metabolic basis). Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.